Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the unit was bogging down and could not drive the disposable handpiece well. A different device was used to successfully complete the case with no adverse patient consequences.

Event description:
It was reported that the insulin pump was submerged in water. The reported blood glucose reading was 413 mg/dl. Nothing further was reported.

Manufacturer narrative:
Conclusion : the actual device involved in this event was returned for evaluation. The unit powered on and operated as required. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form.